Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient developed anterior open bite (aob) despite physician checking bite after operation and being satisfied and despite strength of plates and use of mandibulomaxillary fixation (mmf) and muscle relaxants to stop clenching behavior related to obstructive sleep apnea (osa). Positive remediation of osa but residual occlusal malalignment. Found eight months post op with poor oral hygiene and dehiscence over mandible bsso plates. Le fort plate and maxilla position are stable, as is the genioplasty plate and chin position; however, physician suspects micro movements of mandible plates and screws due to extreme physiological loading, grinding, and insistence on chewing during purée time zone (8 weeks according to protocol). Physician does not believe this is related to implant technology but likely related to patient related factors. Screws were loose in the mandible. Granulation tissue present. Local bone sequestra may be contributing factor. Osteotomy solid. Revision surgery was performed; surgeon routinely removes all hardware. This report is for a 2.0mm ti matrixmandible screw fine pitch / 6mm. This is report 9 of 9 for (B)(4). Additional reports are captured under (B)(4).